Manufacturer narrative:
A manufacturing evaluation was preformed: one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.743, lot number 12617-01) and one ria tube assembly, min 520mm length, for 314.743 (part number 314.746s, lot number unknown) were received with the complaint category of ¿does not/will not function: sticks/jams/stuck.¿ one 12.5 mm reamer head for ria (part number 352.251s, lot number unknown) was received with the compliant category of ¿broken: tip broken intra-operatively.¿ the complaint condition is confirmed since the drive shaft was received with a broken distal tip and there were drive shaft and reamer head fragments jammed in the distal tip of the ria tube assembly. The designs were found to be sufficient for their intended use when used and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the distal tip and subsequent break of the reamer head and jammed condition. The remainder of the reamer head was not received. The ria assembly was received showing wear consistent with use and stuck on the drive shaft due to the jammed fragments at the distal tip. The balance of each device shows wear. Thus, the complaint condition is confirmed but cannot be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a reamer irrigator aspirator system (ria) case on (B)(6) 2015, the locking clip rotated and allowed the tube assembly to disengage from the ria reamer shaft. The surgeon was applying power at the same time and the reamer head flanges broke off. Pieces of the head flanges jammed the tube assembly and reamer shaft together to the point where they can't be separated. The head was removed with ease, but a second tube assembly had to be opened and used with the backup reamer shaft. No damage to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.